Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on september 26, 2016. (B)(4).

Event description:
It was reported the aquacel ribbon was stuck to one of their patients bones. The patient in question is under alternative care now, however his wound was a cynus in the sacral area. When under their care it was being changed daily by the district nurses/bank staff and they would alternate between using aquacel ribbon and sorbsan which is 100% biodegradable. The patient has since moved to a oswestry spinal injury unit however his wound kept breaking down. The unit decided to open the patient up and apparently found aquacel ribbon stuck to the bone was prohibiting the wound from progressing.